Event description:
It was reported by the rep that the trocar was used during a diagnostic laparoscopy procedure. The surgeon reported leaking from a crack in the trocar. The device was replaced with a new trocar. There was no pt consequence.